Event description:
The customer reported the 8lpc locking device of inner cannula broke and inner tube could not be locked in. The tube was removed and discarded. The pt required recannulation with another unspecified tube.

Manufacturer narrative:
The lot number is unk, therefore, the date of MFR can not be determined. The tube was discarded. No analysis or conclusions can be made without the device or the lot number. Info has been added to the database for trending purposes.